Event description:
Related manufacturer reference number: 2017865-2024-02044. It was reported a patient's right ventricular (rv) lead presented with far p-wave oversensing and noise due to dislodgement, confirmed via x-ray. The x-ray also found pacemaker migration and an rv lead slack issue. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. The pacemaker was sutured into place within the same operation. Post-procedure the patient was stable.